Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while being applied for stomach resection, the device was unable to fire, green button unable to be pressed, and handle unable to be squeezed. Also, the device had an unloading problem, wherein the proximal end of the reload got damaged. There was no patient injury.